Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor breast implant of unknown type. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation primary with a saline mentor breast implants of unknown type and experienced deflation on the right breast implant. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 350cc.

Manufacturer narrative:
On 8/10/2018, it was reported to mentor that the device history record ( DHR) of lot number 271827 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/15/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. White material was observed within the device and on the shell surface. During evaluation a crease was observed on the anterior and extending to posterior aspect. Leak testing of the device, in accordance with mentor procedures, revealed a rent within the crease on the posterior aspect, measuring approximately 0.1 cm. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the white material observed. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/17/18, it was reported to mentor that the lot number has been provided on physical device, and has been updated to lot number 271827 and it was confirmed that it was manufactured in irving, tx, USA. Catalog number is 3501640, name: saline mentor smooth round moderate profile 275cc. Manufacturer¿s reference number: (B)(4).